Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest cgm reading of 400 mg/dl while using an ilet system with an inset infusion set on the abdomen and a dexcom g7, associated with multiple unsuccessful supply changes in which the patient connected the cartridge and connector without tubing and did not deploy the inset correctly; insulin delivery resumed after guided troubleshooting, and glucose trended down. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem characterized by improper or incorrect procedure related to the cannula and infusion set change steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.